Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the outer insulation was breached (clavicle-rib crush). Additionally, all conductors had blood/body fluid (not obstructed) and the outer insulation was breached cut.

Event description:
It was reported that patient was syncopal and had cracked his head open. The lead showed low impedance, varying impedance, high capture threshold, and noise was observed. The lead was found to be crushed between the clavical and rib. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.